Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional tricuspid regurgitation (tr), long thickened lateral leaflet with restricted septal leaflet for a triclip procedure. During the procedure, there was difficulty grasping posterior and septal leaflets. Several attempts were made to grasp the leaflet but was unsuccessful. Clip got caught on the lateral leaflet on the gripper. Troubleshooting was performed and was able to free from the lateral leaflet. Imaging was difficult due to the lead present. Clip was inverted and came back into the right atrium. It was noticed that one of the grippers was unable to lower and raise. Procedure was discontinued and was removed from the patient. All steps were performed as per IFU. The final tr was grade 4. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported single gripper actuation issue, unable to capture leaflets, and unable to grasp leaflets were unable to be determined. The reported positioning failure associated with clip caught on leaflet was due to procedural circumstances. The reported difficult imaging was due to patient condition. There is no indication of a product quality issue with respect to manufacture, design, or labeling.